Event description:
It was reported that the right ventricular lead exhibited high high voltage impedance. The lead was explanted and replaced. During the procedure, it was discovered that the right atrial lead had a proximal kink, however, was functioning normally. It was elected to explant and replace the lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.